Event description:
Patient's mother reported an increase in seizure activity above the pre-vns baseline. She indicated that, the patient's seizure duration has shortened since implant, but said the number of seizures continues to increase monthly. She said the patient has had a marked improvement in mood over the last several months, and the patient is expected to come off all of her anti-depression drugs in the spring. Follow up with the treating physician has been unsuccessful.